Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that eribulin chemotherapy medication leaked from the around the bd phaseal¿ protector p14j connection during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "connected a vial of eribulin(chemo) 1mg with assembly fixture and used. Drug leaked from around the connection part."

Event description:
It was reported that eribulin chemotherapy medication leaked from the around the bd phaseal¿ protector p14j connection during use. The following information was provided by the initial reporter, translated from japanese to english: "connected a vial of eribulin(chemo) 1mg with assembly fixture and used. Drug leaked from around the connection part."

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial out of center on the rubber stopper. A device history review was performed for reported lot 1806109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical . The m12 assembly fixture is recommended to ease the connection of the protector to the vial.